Manufacturer narrative:
Product event summary: the balloon catheter, 2af283 with lot 27064, was returned and analyzed. Visual inspection of the catheter showed the device was intact with no apparent issues. Smart chip verification confirmed the catheter was used for two injections. The catheter passed the performance test and electrical integrity test as per specification. Additionally, the impedance was also within specification. In conclusion, the reported issue of air ingress was not confirmed through testing. The balloon catheter passed the returned product inspection as per specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, air ingress occurred during aspiration. The balloon catheter was replaced with resolve, and the case was completed with cryo. No patient complications have been reported as a result of this event.